Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the implantable cardioverter defibrillator (ICD)'s set screw exhibited a loose connection. The ICD was not used and a new ICD was implanted. The patient was in stable condition.

Manufacturer narrative:
Reported event of loose or intermittent connection was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis revealed the atrial set screw stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.